Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 14 mg/dl; cause was unknown. As a result of the low bg, customer experienced a seizure. Customer consumed carbohydrates prior to being hospitalized and was treated with intravenous fluids of saline while in the hospital. Customer was discharged 2 days later, (B)(6) 2023, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.